Manufacturer narrative:
Investigation was unable to assign a root cause for the device malfunction. The device met product specifications prior to shipment for distribution by the customer. No further investigation required.

Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. The cardan joint was bent and deformed outward on the drivechain, which would lead to the metal handle offset cup impactor becoming stuck. A visual inspection was performed and there were numerous signs of wear throughout the metal handle offset cup impactor. A manufacturing review was completed and no discrepancies were found. Further investigation is required. Once further investigation is completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to (B)(4) for evaluation. Once (B)(4)receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information was provided by depuy synthes.

Event description:
It was reported during an unknown patient procedure the surgeon was using the offset cup impactor to implant the femoral cup. Once the real cup was inserted the handle was used to loosen the inserter from the implant and it became stuck due to a malfunction of the inserter. The surgeon was forced to explant the cup and reimplant it using a straight inserter resulting in a 30 minute surgical delay.